Event description:
It was reported that visual inspection of the coring tool before use and supervision of entirety of usage did not demonstrate any malfunction. The patient¿s tissue was not abnormal or ¿friable¿ according to the surgeon. The core sample using the coring tool was incomplete and ineffective in fully accessing the ventricle. The surgeon had to use additional instruments to cut additional cardiac tissue out of the coring area in order to access the ventricle.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported difficulty coring the apex of the patient¿s heart with the heartmate coring tool could not be conclusively determined through this evaluation. The coring tool was not returned, and no photos of the event were submitted for evaluation. It was reported that the new heartmate coring tool did not perform as expected. The apical core specimen was reportedly partial and fragmented. The surgeon had to excise additional cardiac tissue inside of the ventricle and circumferentially in the coring area. No alarms were reported for this event. The surgeon used surgical tools to complete the coring of the apex after failure with the new coring tool. The coring tool was not returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 5 of the IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The heartmate 3 coring tool IFU, contains information needed to properly and safely use the heartmate 3 coring tool to core the left ventricle and remove cored tissue. The IFU instructs the user to notify thoratec personnel if there is a change in how the device works, sounds, or feels. The IFU also states that ¿if resistance is felt while removing the coring tool from the ventricle then the tissue may not be fully cored¿ and provides instructions on how to cut the remaining tissue no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a new heartmate coring tool did not perform as expected. The apical core specimen was partial and fragmented. The surgeon had to excise additional cardiac tissue inside of the ventricle and circumferentially in the coring area with surgical tools to complete the coring of the apex after failure with the coring tool.